Manufacturer narrative:
This supplemental report is being submitted to correct "type of reportable event" from death to serious injury as no death occured and was chosen in error.

Manufacturer narrative:
A product deficiency was not reported or identified. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any medical advice is needed. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
Technical services advised the customer that sodium azide is the chemical found in the reagent dropper. Technical services also, advised the customer that the safety data sheet (sds) first aid measures after eye contact are to rinse eyes with water as a precaution. Technical services sent the customer an email requesting intake information and attached the sds. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported his wife accidentally putting binaxnow covid-19 reagent in her eye. The customer stated only one drop was used. The customer stated the eye turned red after reagent was used. No additional patient information, including treatment and outcome, was provided.